Event description:
A call to technical services placed on (B)(6) 201 3 states that the lead got stuck in long 7 french safe sheath at implant. Lead is about halfway through the introducer. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).